Manufacturer narrative:
A ge service rep performed an onsite investigation. The monitor cart connector cable to the c-arm was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the image on the system's left monitor was interrupted during a case. No pt injury was reported.